Manufacturer narrative:
Description of event - on 3/17/1998, dr. Implanted 29 mm mitral st. Jude medical mechanical heart valve (model 29m-101, s/n 900020167). Approximately one hour after coming off bypass, pt developed sudden hypotension and bradycardia in operating room. Transesophageal echocardiography (tee) performed following pt's chest closure revealed valve's posterior leaflet to be fixed and immobile. Dr. Felt anatomic interference from preserved subvalvular structures may have been cause of leaflet mobility. Once pt's chest was re-opened, leaflet "functioned fine", and both leaflets functioned normally after valve was explanted. Another st. Jude medical mechanical heart was then implanted, and pt's postoperative health status was reported as stable. Results of investigation - valve was received in st. Jude medical heart valve div fer analysis lab in st. Jude medical product return kin, submerged in liqued solution. Sewing cuff was grayish-brown in color, contained two sutures, and several small cuts. Both leaflets exhibted normal mobility. Small amount of granular, particulate substance was observed on carbon surfaces of valve. Valve was steam sterilized, cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was the forwarded for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Valve was then disassembled for dimensional inspection. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Conclusion - info reviewed from valve's device history record and additional testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of MFR. Results of this investigation indicated leaflet immobility following removal from bypass was not due to intrinsic defect. This was supported by testing results obtained at st. Jude mecial heart valve div, fact that leaflet functioned normally after explant, and dr.'s statement that he felt leaflet immobility was due to anatomic interference from subvalvular structures.

Event description:
During implant, the pt developed sudden hypotension and bradycardia. Tee revealed posterior disk to be fixed and immobile. The valve was explanted and replaced with another sjm valve.